Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient was found to have platelet count decreased ("low platelet count") and white blood cell count decreased ("white blood cells count was also dangerously low"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral swelling ("swelling in feet"), limb mass ("lumps in legs"), cyst ("cyst popping") and device expulsion ("it was puncturing my cervix"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, platelet count decreased, white blood cell count decreased, peripheral swelling, limb mass, cyst and device expulsion outcome was unknown. The reporter considered cyst, device expulsion, limb mass, medical device removal, peripheral swelling, platelet count decreased and white blood cell count decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The case describes the occurrence of medical device removal ('e-free'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient was found to have platelet count decreased ("low platelet count") and white blood cell count decreased ("white blood cells count was also dangerously low"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral swelling ("swelling in feet"), limb mass ("lumps in legs"), cyst ("cyst popping") and device expulsion ("it was puncturing my cervix"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, platelet count decreased, white blood cell count decreased, peripheral swelling, limb mass, cyst and device expulsion outcome was unknown. The reporter considered cyst, device expulsion, limb mass, medical device removal, peripheral swelling, platelet count decreased and white blood cell count decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.